Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a hemodynamically unstable patient was receiving infusions of bicarbonate, pantoprazole, phenylephrine, epinephrine, normal saline boluses and multiple antibiotics. The lines on the norepinephrine 8 mg/250 ml d5w and octreotide 1250 mcg/250 ml 0.9% nacl were reportedly crossed and the bags were mixed up on the IV pole; the octreotide, intended to infuse at 50 mcg/hr (10 ml/hr) was infusing through the module programmed for norepinephrine and norepinephrine was infusing through the module programmed for octreotide. The norepinephrine was intended to be titrated but it is suspected that the octreotide tubing was actually in the module which was being titrated. The titration was not documented in the medication administration record. The patient was unstable and expired at approximately 0200.

Manufacturer narrative:
The customer requested a log review to determine the time when norepinephrine was started, titrated, and rates it was titrated to, as well as when octreotide was started, and any changes to the rates. The customer also wanted to know when ¿vtbi¿ was added and/or ¿restore¿ function was used on the norepinephrine and octreotide modules. The event logs were downloaded from the returned pcus and filtered for drug ids. The event was reported to have occurred sometime on (B)(6) 2016, however norepinephrine and octreotide were not seen in the logs as programmed on that date; no programming was found for octreotide from (B)(6) 2016. Norepinephrine programming appeared in both pcu event logs on (B)(6) 2016, however only one of the infusions, programmed on pump module s/n (B)(4), was actually started. Programming for pump module s/n (B)(4) was reviewed as the second pump module due to the fact that octreotide programming was not present in the logs and because norepinephrine programming was attempted on this device. The pcu event log shows that at 8:15 pm on (B)(6) 2016 programming was attempted on pump module s/n (B)(4) to infuse norepinephrine non-weight based dosing but the programming was not completed. At 9:11 pm, fentanyl 1250mgc/250ml was programmed to infuse at 10ml/hr. This infusion ran until the device was channeled off at 1:57 am on (B)(6) 2016. During the infusion the dose of fentanyl infusion was changed twice. The volume recorded as being infused during this period was 55.033ml. The pcu event log shows that at 10:43 pm on (B)(6) 2016 pump module s/n (B)(4) was programmed for a custom concentration of norepinephrine 16mg in 250ml, for a concentration of 64mcg/ml, to infuse at 65.6ml/hr. This infusion ran until the device was channeled off at 1:58 am. During the infusion, 50ml was added to the vtbi after it went into kvo at 1:46 am. The volume recorded as being infused during this period was 209.93ml. No conclusion can be drawn regarding the possibility of lines being crossed; it is not possible to determine the actual drug or actual container volumes or concentrations from a log review. Devices not received, log review only.